Event description:
Reference number (B)(4). Event occurred in the united sates. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026.the site if detachment was near quick release. The site location was left abdomen and right abdomen. The infusion set was in use for 3 days. No further information available.